Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a stemi patient presented with occluded left anterior descending. During impella cp support the patient had pink-red urine and labs were hemolyzed. The p level was turned down and the urine output was slowly improving. In addition continuous renal replacement therapy was started due to low creatine and was creatine slightly improved. The patient continued on support and was eventually escalated to a impella 5.5.

Manufacturer narrative:
Correction h6 health effect - clinical code 1302 and medical device problem code 01 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Renal failure/hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.